Event description:
The customer reported the ventilator alarmed and went vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log noted a vent inop occurrence due to a data acquisition adc reference failure. The service engineer replaced the cpu pcb board as a precaution to address the finding and reported problem. Performance verification testing was completed and passed to operating specifications.